Manufacturer narrative:
Previous driveline repair captured in manufacturer report number 2916596-2016-00147. Manufacturer's investigation conclusion: the reported damage to the previous driveline repair site could not be confirmed through this evaluation as no pictures of the damage were submitted, and the device remains in use. A specific cause for the damage could not conclusively be determined through this evaluation. The submitted log file did not capture any alarms related to driveline wire damage. The pump appeared to function as intended above the low speed limit throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic after noticing a break in the driveline at the previously repaired site. There were no alarms related driveline wire damage which was indicative that the damage was cosmetic only.